Manufacturer narrative:
The pump user guide states: your pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an auto-off alarm occurred. Customer confirmed that there had been no interaction with the pump for an extended period. Subsequently, customer experienced a blood glucose (bg) level displayed as "high" on the continuous glucose monitor, and a subsequent fall causing customer to hit head. Per contact, customer has corticobasal degeneration and is prone to falls, however, this was exacerbated by bg level. Bg was addressed via a supply change, and a manual injection. Tandem technical support educated the customer on the pump's auto-off safety feature per user guide and advised the customer to consult with healthcare provider prior to modifying the setting. Additionally, it was reported that a cartridge alarm occurred during the load sequence. Reportedly, customer reverted to manual injections until able to load a new cartridge.